Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 2 inappropriate shocks due to noise and oversensing. Upon review technical services (ts) discussed likely air bubbles being the cause. This patient was just implanted a few days prior. Imaging x rays were obtained. This s-ICD remains in service. No adverse patient effects were reported. Additional information was obtained from the field representative which noted the presence of air bubbles was difficult to determine due to poor quality x ray. Shock therapy had been turned off and back on 14 days later. This patient wore a lifevest during those 14 days that therapy was off. This s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received 2 inappropriate shocks due to noise and oversensing. Upon review technical services (ts) discussed likely air bubbles being the cause. This patient was just implanted a few days prior. Imaging x rays were obtained. This s-ICD remains in service. No adverse patient effects were reported.